Manufacturer narrative:
The pt remains on lvad support with the replacement pump. The device was returned to the MFR, and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Manufacturer narrative:
The device expiration date has been corrected. The exchanged pump was returned with the driveline cut approximately 2.5" from the end of the dacron velour and the severed portion of the driveline was returned. The sealed inflow conduit was returned attached to the pump. The outflow elbow and the outflow graft were not returned. Examination of the sealed inflow conduit found a soft deposition of blood in the inflow graft. The blood was lightly adhered to the graft lumen and showed little to no structure, indicating it was likely an acute formation. Upon disassembly, visual examination of the pump's blood-contacting surfaces found a denatured ring of tissue-like thrombus adhered to the inlet bearing and bearing cup. The tissue showed laminated layering, indicating that the ring formed over an undetermined period of time and the distal edge of the tissue thrombus appeared torn. A tissue-like strand of clotted blood was loosely seated on the proximal-side of the inlet stator and extended through the stator where it was lightly adhered to the bearing thrombus. Examination of the outlet stator found a denatured, tissue-like thrombus on one of the stator blades adjacent to the outlet bearing. The tissue showed a curved shape and a similar color and texture to the inlet bearing tissue, indicating that the thrombus may have initially been part of the inlet bearing ring. The observed thrombus formations would have contributed to the reported hemolysis and flow issues; however, the evaluation could not conclusively determine the cause of the thrombus. Visual inspection of the pump bearings and bearing cups found no anomalies related to wear or damage. Examination of the driveline found it to be unremarkable. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and operated on a mock circulatory loop and functioned as intended. A review of device history records showed no deviations from manufacturing or qa specifications that would affect device function or performance. No further information is available. The manufacturer is closing its file on this event.

Event description:
Additional information received indicated that the patient received a transplant on (B)(6) 2014. It was reported that the patient had a history of natural anticoagulant in his blood and the transplant was related to the patient's anticoagulation factors and no issues were reported with the pump.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported that before the lvad implant, the pt had thrombus kin the right and left ventricle and in the pulmonary artery with an idiopathic dilated cardiomyopathy. The surgeon needed to "clean everything" to implant and pump. Approx 5 weeks post-implant, it was reported that the pt had signs of cardiac failure, signs of hemolysis, and elevated lactate dehydrogenase (ldh) levels. An echocardiogram was performed and found that the left ventricle was dilated with an opening aortic valve (1-1) and mitral insufficiency. The pump speed was 9400 rpm and the pump power was around 8 watts and peaked around 12 watts. The hospital increased the pump speed up to 10,200 rpm and the left ventricle stayed dilated with the aortic valve closed; however, the echocardiogram showed pulsatile flow through the pump without usual aliasing. On (B)(6) 2014, the pt had signs of cardiogenic shock (nausea, hepatalgia). The pt also had no urine output despite lasix infusion and he had biological signs of liver failure, renal failure and hemolysis. Later that day, a decision was made to exchange the pump. During the exchange, it was reported that thrombus was found in the inflow conduit and in the inlet stator. It was also reported that the pt suffered from right staphylococcic pneumonia since (B)(6) 2014.